Manufacturer narrative:
(B)(4). Batch # x9631n. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo analysis: this is an analysis of five photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows the side of the box of a device code (B)(4). The second and third photo shows a green cartridge, batch 662a01 with some protruding staples, also showing the open jaws of a device. The fourth photo shows a green cartridge with the right side fully fired, the left side partially fired 1/4. The open jaws of a device are also observed. The fifth photo shows the label of a device code (B)(4) lot: x9631n. (Exp. Date: 2025-09-30). Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Answer - the index procedure was performed on (B)(6) 2023. The patient was discharged home post-op day 1. On post-op day 2, sunday (B)(6) 2023, the patient presented to the emergency department and according to the surgeon, was "septic" with an elevated white count and heart rate. She returned to the or on the same day, post-op day 2. The surgeon reported to me that he observed bile staining around the area of the staple line issue from the index procedure. An obvious hole or defect in the staple line was not observed. He was able to have a gastric tube placed and preformed multiple leak tests along the staple line. He stated that was not able to consistently demonstrate a leak but did observe a few bubbles, but not enough to identify a defect. He sewed an omental patch over the entire area of concern and the patient was taken to the ICU. As of (B)(6) 2023, the patient was doing "well" and was to be transferred out of the ICU and to the post-op floor. Additional information was requested, and the following was obtained: what is the current patient status? Answer- per most recent question regarding patient¿s current status. The surgeon was reluctant to share additional information about the patient but stated that ¿they are alive¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve procedure on the fourth or fifth reload firing, the patient side of the staple line (left side as looking down the reload proximal to distal with the staple deck up) was not stapled for "most if not all of the staple line". The or assist and surgeon noted that unformed staples lay along the cut line. The right side staple line appeared intact without issue. The unstapled section was stapled over by a new like device. It is noted that a gore seam guard was used on the firing. The or assist also stated that he observed a "crack" of the plastic along the length of the left side of the reload. The patient returned to the or on (B)(6) 2023. The surgery was delayed. The surgery was successfully completed. There were patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 2/16/2023 . Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60g reload loaded in the device. Additionally, the reload was received with the right side fully fired, and the left side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through quality system.